Event description:
Report due to lower right extemity pain and occlusion resulting in non surgical treatment. In 2004 the physician performed an arteriotomy closure with the closer s device in the right common femoral artery after uneventful stent placement in the left anterior descending artery. The pt was anticoagulated with angiomax. Hemostasis was achieved in one minute and the pt ambulated at seven minutes. While in the recovery room. The pt experienced bleeding from the site and manual compression was held for thirty minutes. The following day the pt was discharged home as planned. Seven days later upon follow-up visit, the pt complained of increased pain in the right leg and decreased color. The pt stated that the leg "gives out on them.". The physician noted 2-3+ pulses in the left foot, and was unable to palpate the dorsalis pedis pulse in the right foot; the right leg was pale in color and the right groin had scattered ecchymosis, no hematoma was noted. The pt was seen by a vascular surgeon. The examination showed ischemia on the right foot but not severe, no distal pulses on right and good pulses on the left were noted. Scanning of iliacs showed the distal right external iliac had a segmental occlusion near the inguinal ligament. The iliac lesion was crossed with a glide catheter and wire and the catheter was passed down through the superficial femoral artery. A long wire was placed through the glide catheter and extended down into the distal superfical femoral artery. An arrow sheath was placed across and two dilatations with angioplasty performed, the first was a 2 x 6 and then a 2 x 8; balloon manufacturer unknown. A greater than 30% residual stenosis was noted. An unknown 4 x 10 self-expanding stent was placed across the lesion with good results and no evidence of residual stenosis; flow was good. The pt had a good femoral pulse afterwards on the right side. A left iliofemoral shot was performed, an angioseal was placed and the pt was transferred to recovery without incident.